Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that she was not able to test with her one touch ultra meter for a few months due to the error 2 message. Per the owner's manual, error 2 could be caused either by a used test strip or a problem with the meter. The complaint is classified based on the documentation of the customer care advocate (cca). On four days earlier at 10:30am, a few months after she stopped testing with the lfs meter, the patient was tested at "414 mg/dl" on a doctor's/clinic's meter while displaying symptoms described as "dizzy and disoriented." The patient was treated with insulin. The patient did not take any action in regards to diabetes treatment due to the reported issue. During the troubleshooting session, the cca verified that the test strips were in good condition and the patient was not using the correct testing technique. The issue was resolved with training. This complaint is being reported because the patient claimed she developed symptoms suggestive of hyperglycemia after the issue began, obtained a glucose result of "414 mg/dl", and was treated with insulin. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.